Event description:
It was reported there was an over infusion. Per report, "the pca syringe was empty well before it should have been". The customer is requesting assistance to determine if the programming was correct. There was patient involvement, however outcome is unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was an over infusion. Per report, "the pca syringe was empty well before it should have been". The customer is requesting a log review and investigation. There was patient involvement, but no harm. Although requested no additional information event details were be provided by the customer.

Manufacturer narrative:
Omit: e2401 - insufficient information, f24 - insufficient health impact information, b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: describe event or problem, initial reporter first name, initial reporter last name, initial reporter e-mail, initial reporter addr 1, initial reporter occupation. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex e, f, a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the over infusion could not be confirmed based on the log review or replicated during the laboratory testing. The alaris system maintenance (asm v 12.5) was used to perform accuracy tests on the returned pca module to observe the current functional state of the device. The device passed all accuracy tasks, the barrel clamp accuracy test, plunger force accuracy test and plunger position accuracy test. In addition, a syringe volume detection accuracy test was performed. A new bd 50 ml syringe was filled to the 50 ml graduation mark with distilled water. The syringe was loaded into the pca module, and the system presented successfully the option of bd plastipak 50 ml. The syringe was placed into the pca module and the volume displayed was 48.7 ml according to the accuracy specification. The difference between the available volume detected (48.7 ml) and the calculated actual volume (49.465 ml, calculated based on the weight of the installed syringe) was 0.765 ml; a calculated -1.54 % error was determined and was found to be within specification. The external and internal inspections were performed on the suspect device and no obvious anomalies with electrical or mechanical components were found. The inside of the device was free of fluid ingress and corrosion. A review of the pca error logs showed no errors or malfunctions that were relevant to the customer¿s complaint. A review of the pca event log, prior to the reported event date, identified an infusion programming on december 21, 2025. At 7:08 am an infusion was programmed with the following parameters: program type: pca, rate: 1.5 ml/h, and a volume to be infused (vtbi): 12.2142 ml. Between 7:12 am and 9:04 am the key pca request was administrated five (5) times, each dose of 1.5 ml. At 9:05 am pca alarmed near end three (3) times. At 9:11 am pca alarmed door opened and check syringe alarm. Per bd alaris¿ system with guardrails¿ suite mx user manual (v 12.1) states warnings to preparing syringe and administration set on pca module: the pca module uses the following programming parameters, depending on infusion mode selected. Pca dose: patient self-administered dose. Lockout interval: programmed time elapse between availability of pca doses. Continuous dose: basal rate dose. Max limit: (optional) total amount of drug which can be infused over a specified time period. Loading dose: (optional) bolus dose infused prior to initiation of pca infusion. Bolus dose: (optional) additional dose programmed after initiation of pca infusion. When the pcu is in the infusion mode selection, infusion setup, or bolus setup screens, a patient dose request from the dose request cord is handled as an unmet demand. Ensure that the syringe manufacturer and syringe size displayed matches syringe manufacturer and syringe size installed in the pca module. Mismatches can cause an under-infusion or over-infusion to the patient that could result in serious injury and/or death. Use the smallest compatible syringe size necessary to deliver the fluid or medication; this is especially important when infusing high risk or life-sustaining medications at low infusion rates (for example, < 5 ml/h, and especially flow rates < 0.5 ml/h). Using a larger syringe when infusing at low rates can lead to inadequate syringe pump performance including delivery inaccuracies, delay of therapy, and delayed generation of occlusion alarms. This is due to the increased friction and compliance of the syringe stopper with larger syringes. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported over infusion was not identified during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.